Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device was emitting tones due to an out of range pacing impedance on the right ventricular (rv) channel. The measurements had risen from 800 ohms to greater than 2000 ohms. Additionally, there was intermittent capture at maximum device outputs, increased threshold measurements and decreased r-wave measurements. The physician will continue to monitor the patient and if the measurements rise above 2500 ohms, then non-invasive programmed stimulation (nips) testing will be performed. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed due to the continued out of range pacing impedance measurements and capture issue on the right ventricular (rv) channel. During the procedure, impedance measurements were within normal limits utilizing the pacing system analyzer (psa) but were still greater than 2500 ohms through the device. The system was removed from service and replaced without additional adverse patient effects.